Event description:
According to the customer "I visited an urgent care facility due to small (1.5 inch round) rashes on posterior left shin and left side hip areas."

Manufacturer narrative:
According to the customer "I visited an urgent care facility due to small (1.5 inch round) rashes on posterior left shin and left side hip areas. The physician there prescribed an oral antibiotic and suggested I purchase aquaphor ointment and apply a light coating to the affected areas then cover them with sterile bandages". The adhesive portion of the bandages caused an extremely red area on his skin. It was noticed upon bandage removal, approximately 24 hours after the first application. Ointment and bandage was applied, the customer slept for 8 hours, showered, removed bandage and observed the reaction, a deep red rash in the same size and shape as the adhesive of each bandage. Corticosteroid cream was prescribed to reduce the redness and inflammation of skin surface which had contacted the adhesive surrounding the bandage. The redness and inflammation have largely subsided. A sample is available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.